Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a power on reset (por) had occurred. The patient was unable to adjust stimulation. The ¿call your doctor¿ icon was also displayed. It was further reported that the patient had not charged since before the holidays. The patient received a replacement programmer. The patient was assisted to try and clear the por, but it was suspected that the battery level had fallen too low. When the patient tried to recharge, the por screen appeared again as well as poor communication screen. Additional information was requested, if received, a follow up report will be sent.